Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted concomitant medical products: item number: unknown, item name: unknown magnum cup, lot #: unknown. Item number: unknown, item name: unknown liner, lot #: unknown. Item number: unknown, item name: unknown stem, lot #: unknown. Ando w, yasui h, yamamoto k, oinuma k, tokunaga h, inaba y, kobayashi n, aihara m, nakanishi r, ohzono k. A comparison of the effect of large and small metal-on-metal bearings in total hip arthroplasty on metal ion levels and the incidence of pseudotumor. The bone and joint journal 2018; vol. 100-b, no. 8. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05141. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that a patient experienced a dislocation. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.